Event description:
The event rupture was confirmed to not have occurred in left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported left side intracapsular rupture. The event of "small septated cyst" is not device related. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿trace amount of fluid present surrounding the implant¿ and "intracapsular rupture".

Event description:
Patient reported left side "recall." MRI testing showed a ¿trace amount of fluid present surrounding the implant¿, "intracapsular rupture" and a ¿small septated cyst." The device remains implanted.